Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc remotely accessed the instrument files which indicated that quality control (qc) was in range on the day of the event. The cause of the discordant, falsely elevated tni-ultra is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated cardiac troponin (tni-ultra) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting negative and correlating with the patient history. A new draw was obtained and tested two hours later on the same instrument, also resulting negative. A corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
The initial MDR 2517506-2016-00459 was filed on november 23, 2016. Additional information (01/04/2017): a siemens headquarter support center (hsc) specialist reviewed the instrument data, which indicated no identifiable cause for the discordant, falsely elevated tni-ultra result. The hsc investigation also indicated that the customer is not handling the collection tubes in the manner recommended by the tube manufacturer. The cause for the customer not handling the collection tubes as recommended by the manufacturer's specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.